Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with phrenic nerve stimulation. Upon interrogation, the left ventricular lead exhibited high threshold. A lead dislodgement was discovered. Lead issue was discovered few months back. The lead was programmed off and later it was capped and replaced on (B)(6) 2018. The patient was discharged after the procedure.